Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed a clear fluid leak under the coulter lh 500 hematology analyzer. Customer reported that all system tests were in red. Customer reported that the red blood cell (rbc) bath overflowed. Customer reported that the system gave a check vacuum trap alert. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was 3-5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the triple transducer module (ttm), rewired a connection and also replaced the tube at the triple pinch valve above the ttm. The fse also flushed the vacuum lines, cleaned the vacuum trap and performed system verification.

Manufacturer narrative:
(B)(4).